Event description:
The plaintiff's attorney alleged that the patient experienced a cardiovascular event on (B)(6), 2005 after the use of the product.

Manufacturer narrative:
This is one event (cardiovascular) for the same patient involving three separate products; associated MDR 1225714-2014-05050 and 2937457-2014-01168.